Manufacturer narrative:
Device power up properly after battery installation. No blank display or missing segment or partial display anomaly noted. Device had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, battery out limit or failed battery test alarms due to unresponsive button. Device had minor scratched lcd window, cracked reservoir tube lip, stained address number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and experiencing low blood glucose levels. The customer¿s blood glucose was 33mg/dl at the time of incident. The customer treated low glucose levels with glucose intake. The customer declined to trouble shoot for low blood glucose levels. Customer stated that the insulin pump act, up and down buttons. The customer states screen went blank for 3 days and then dropped pump and it turned back on. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.